Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer did not see insulin exiting the cartridge tubing. The customer reverted to alternate insulin therapy. Customer's blood glucose was in the 200's mg/dl.